Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient said she called 911 because she felt high. She doesn't remember what time she was taken to the hospital. When the ambulance arrived, they checked her blood glucose, which was around 500 mg/dl, while dexcom receiver said she was 300 mg/dl. She had bruises and scratches on the leg for an undocumented reason. She stayed in the hospital for a week. Treatment and management of symptomatic hyperglycemia was not documented. She was discharged on (B)(6) 2025. The call was reportedly disconnected and a callback attempt 9 days later was reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.